Event description:
It was reported that during the procedure, the deflated balloon could no longer be removed from the sheath. According to the surgical nurse, the sheath was larger than the recommended size, it was a 6f sheath.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample was discarded by the user facility. Based on the information received, the results are inconclusive and the root cause of the event is unknown. The IFU (information for use) states the following: if resistance is felt when either removing the guidewire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.